Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 14-dec-2021, it was noted that the device history record review was inadvertently left out on the initial report. Therefore, the following stated has been added to this report: a device history record was performed for the finished device 50000016 number, and no internal actions related to the complaint were found during the review.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster inc, (bwi) product analysis lab observed the hemostatic valve was dislodged inside the hub of the device. Initially, it was reported that the hemostatic valve of the vizigo¿ sheath was damaged when the dilator was inserted into the sheath. The sheath was exchanged, and the issue was resolved. The case was completed without any further incident. No adverse patient consequences were reported. With the information available at that time, the hemostatic valve damage was assessed as not MDR reportable. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended. However, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found the hemostatic valve was dislodged inside the hub of the vizigo¿ sheath. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 19-nov-2021.

Manufacturer narrative:
The product was returned to biosense webster inc. (Bwi) for evaluation on 21-oct-2021. Bwi then conducted visual inspection and microscopic examination of the returned device. The device evaluation was completed on 19-nov-2021. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo¿ sheath. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo¿ sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve conditions, an internal corrective action has been opened to investigate the issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).